Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to high impedance measurements. The patient was having vt, the implantable cardiovertor defibrillator (ICD) and this lead did not sense or convert the vt. A new endotak lead was implanted.